Event description:
Programming data was reviewed, and there were no recorded incidents of high impedance. The patient was scheduled to have an MRI of his brain on (B)(6) 2015, and it has not been decided if the patient will have replacement surgery or not. Attempts for further information have been unsuccessful to date.

Event description:
The patient had full revision surgery on (B)(6) 2016 due to high impedance. The explanted devices will not be returned from the hospital. Therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient had his vns checked and high impedance (>10,000ohms) was identified. Surgery is likely, but has not occurred to date.